Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24.7 mmol/l (444.6 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks area. The patient had issues with the adhesive pad not sticking properly to the skin. The pod was removed and the cannula was found to be folded bent. Hyperglycemia treated with a bolus correction. The patient's blood glucose history is as follows: (B)(6).